Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having low audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded, but not reviewed due to data would not confirm the problem or determine the probable cause of the reported issue. Functional testing was performed and passed all relevant testing. Audio\vibration test with global receiver communication tool test was performed and passed. Manual try-it audio\vibration testing was performed and passed. A digital sound level meter test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. A speaker audio intermittent test was performed and passed. Speaker resistance was measured and was within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.